Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803201, ln 61083468; shell porous with cluster holes 52 mm o.d., pn 00620005222, ln 61186220; modular neck r 12/14 neck taper use with +0 heads only, pn 00784802400, ln 60927078; liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505032, ln 61123858. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2018-00715. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient a revision procedure approximately 8 years post implantation due to pain, instability, elevated ion levels and trunionosis. Intraoperative findings included significant trunionosis both in the head as well as on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.